Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit failed calibration and had no proper output. There was no patient involvement. Initial evaluation of the returned device showed that the device failed the cross-coupling test, a scenario that could lead to unintended activation. No further information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit failed calibration and had no proper output. There was no patient involvement. No further information available. Evaluation of the returned device found that the unit failed the cross-coupling test.